Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and stated the lss was most likely triggered due to impedance measurements less than 200 ohms. The low, out of range impedances combined with the increased output, likely forced the device to a higher current bin and the device was escalated in the declaration of elective replacement time (ert) and subsequently end of life (eol). The patient has an underlying rate of 60 bpm. The consultant stated the device and likely the rv lead should be removed from service and replaced. A revision procedure was subsequently performed and the system was removed from service and replaced with a competitive system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to out of range pacing impedance measurements on the right ventricular (rv) channel. Additionally, longevity remaining decreased from three years to two in a half years in four months time. At the time of the reduced longevity estimate, the device output had been increased and three months later, end of life (eol) was declared. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.